Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 525mg/dl. Customer also reported that clear reservoir ring was loose on reservoir compartment. Customer stated that reservoir locks in place but was loose. Customer advised discontinue use of the pump and revert to backup plan. Insulin pump will be return for analysis.